Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. (B)(4).

Event description:
Patient was revised to address pain in her shoulder. Patient requested to convert from a left hemi shoulder to a left total shoulder. The team removed the existing global unite humeral head and implanted a global apg glenoid with a new global unite eccentric humeral head. Doi: (B)(6) 2017, dor: (B)(6) 2019 left shoulder.